Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 read inaccurately high compared to another device (accuchek performance). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began on the evening of (B)(6) 2020. The patient manages her diabetes with insulin (unspecified dose takin in the morning and evening). The patient reported that at around 21:30 on (B)(6) 2020, she developed symptoms of feeling "strange" and that she "started to tremble". The patient reportedly tested her blood glucose using the subject device and obtained a result of "+ 600 mg/dl". The patient advised the cca during the call that her family called an ambulance and prior to their arrival, gave the patient sugar (orally) "to increase" her blood glucose (time of treatment not specified). On arrival, approximately 1 hour after developing symptoms, the paramedics tested the patient's blood glucose using their device and reportedly obtained a result of "174 mg/dl". The patient reported that the paramedics did not administer any treatment as no further treatment was required and that she did not have to be taken to hospital. The comparison tests between the subject device and the ambulance device were performed more than 30 minutes apart. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse even and required treatment from a third party whilst using the subject device. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.